Event description:
Patient reported experiencing raynaud¿s phenomenon. There is no mention of treatment or revision surgery for this event. This record is for the left side. Healthcare professional reported left side "contralateral rupture." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud¿s phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud¿s phenomenon.

Event description:
Patient reported experiencing raynaud¿s phenomenon. There is no mention of treatment or revision surgery for this event. This record is for the left side. Healthcare professional reported left side "contralateral rupture." Device has been explanted and replaced.